Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that a delivery system of the correct size was used and there was no angulation or kink noticed in the delivery system or interaction with cardiac structures. The cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 01 november 2023, a 35mm amplatzer multi-fenestrated septal occluder - cribriform chosen for implant using a amplatzer torqvue delivery system. During procedure, the occluder formed a spherical deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The physician decided to stop the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient reported stable.